Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, without a tip protector, in a bag. The sample was visually inspected and found to be nonconforming with the probe needle bent. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for aspiration, and nonconforming for actuation and cut. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be bent. Gouge marks at the several locations on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation does not confirm the probe had an aspiration failure. The complaints evaluation does confirm the probe had a cut failure, the evaluation also indicates the probe had an actuation failure. The exact root cause of the cut failure cannot be determined from the evaluation performed. The most likely cause for the actuation failure and a secondary contributing factor of the cut failure is from the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from the visual condition of the inner cutter. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. The reported aspiration failure was not confirmed and an exact root cause for the cut failure, bent needle and bent inner cutter cannot be determined from this evaluation, therefore no specific action was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported less cutting during the procedure, which changed the ratios of suction to cutting. After a while it weakened, as if it was set to less cuts per minute (cpm). The problem arose in the 'shave' step. It resulted in a local retinal defect. After lasering local retinal had no further consequences. The procedure was completed with another loosely packed vitrectomy pak. Additional information was provided by customer that a retinal tear with a detachment occurred. The problem was in cutting the vitrectome, which fell away, the suction force pulled the retina loose. The lasering was also completed during the same procedure. The current status of the patient condition was unknown. This report pertains to 1 of 4 patient involved in this reported event.